Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector ii acetabular cup size 52 mm, with a 36 mm x 52 mm pinnacle metal insert, the femoral stem was a summit, size 5 standard offset, and the femoral head was 36 mm -2. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I've experienced inflammation in my left thigh and left hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: severe degenerative arthritis, left hip.